Event description:
Ref order (B)(4) dealer states the recline mechanism is bent. Under 6 months warranty. No serial number provided. No injury reported. This geri chair is in a facility, no additional information available per dealer. (B)(4).